Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the balloon was not providing adequate pressure. A surgical procedure was performed during which the existing balloon was removed and replaced with a new one. No further patient complications were reported.